Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the healthcare professional via the manufacturer representative reported they did not have the serial number of the multi-lead trialing cable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the items had gone missing in the hospital and would not be returned to the manufacturer.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a trial. During the trial, it was reported that all impedance of the lead and multi-lead trialing cable were significantly high. No factors were reported to have led or contributed to the issue. The lead was tested with another clinician programmer, etc., and it was also taken out of the patient and tried in saline. The lead still did not work. A new lead and multi-lead trialing cable was used and the issue resolved at the time of the report. There was no patient complication associated with the event.

Manufacturer narrative:
Correction - updated fdd, fdr, fdm, fdc codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental submitted to correct. If information is provided in the future, a supplemental report will be issued.